Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. Indentations were observed in the extension leg tubing, and the ink on the extension leg tubing, molded joint, and the 0 cm depth marker was observed to be worn and faded. A microscopic observation revealed a split in the extension leg tubing just within the distal end of the luer connector hub. The fracture surface of the split was observed to be rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. While the exact cause of the split observed in the extension tubing of the returned sample is unknown, possible contributing factors include pulling, twisting, and manipulating the luer connector hub and/or extension leg. A lot history review (lhr) of redr1825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the PICC a leak was noted at the point proximal to patient at winged area. (B)(6) 2019- additional information from facility stated, "found inserted @ 1819 on (B)(6) 2019, to right basilic 44cm length. Removal reported (B)(6) 2019 due to the PICC leaking at the point proximal to patient at winged area (print of bard and powerpicc on the sides), tubing became occlusive."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the PICC a leak was noted at the point proximal to patient at winged area.